Event description:
It was reported that the patient presented to the emergency room (ER) due to pain and palpitations. The right atrial (ra) lead was discovered to be dislodged via a chest x-ray. The ra lead was successfully repositioned on (B)(6) 2021. The patient was stable throughout the procedure.